Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation of the impella rp revealed a split in the outer sheath of the repositioning unit/sheath, as well as biomaterial around the impeller of the pump. In conclusion, the peel away sheath was left inside of the patient's femoral artery during surgery. The patient had severe pvd and an amputation on the other leg. Following the surgery there was a delay in restoring pump flow due to complications requiring additional surgical intervention. The ischemic leg may have been the result of leaving the peel-away sheath inside of the patient's artery during surgery, despite the patient being high risk for limb ischemia, along with the extended loss of hemodynamic support following the bypass operation; however, this cannot be definitively concluded. (B)(4).

Event description:
The complainant reported that a (B)(6) year old female patient with peripheral artery disease (multi-vessel vessel coronary artery disease with high grade stenosis) had an impella cp placed via the right leg's femoral artery. This patient had previously undergone a lower left extremity amputation. The impella cp was placed to rest the heart. The peel-away sheath was left in place to allow the cardiovasular surgeon to eventually remove the device without having to manage the access site. Following bypass surgery, the patient developed a cold leg, resulting in vascular surgery, during which the leg was amputated. The patient expired 3 days later on (B)(6) 2018. The physician reported that the patient outcome was unrelated to any issue with the impella rp, as the patient would not have made it to the or without the support of the pump.